Event description:
In 2009, pt's husband reported wife is using infusion set and 2 infusion sets out of the box his wife was using was defective. Husband reported the 1st set was missing half of the adhesive and the 2nd set was leaking insulin at the base of the needle. Pt's husband reported pt's blood glucose was elevated at this time due to the lack of sufficient insulin. He stated the pt attempted to use the 3rd infusion set and it is currently performing properly. Husband reported no treatment was required for the elevated blood glucose levels. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.